Manufacturer narrative:
(B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The issue occurred during patient use; the end-user reported ventilation was not affected. The customer reported the ventilator was immediately changed to a replacement unit. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue was unable to be duplicated. The main printed circuit board assembly is operating per specification.